Event description:
A pt was found pulseless approx one hr after a leads off condition occurred. Nursing staff were changing shifts and did not immediately respond to the pt condition.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event, and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.